Manufacturer narrative:
Batch review performed on 13 september 2018. Lot 179190: (B)(4) items manufactured and released on 21 march 2018. Expiration date: 2023-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient underwent a washout and liner change due to infection 3 weeks after primary. Pathogen involved: corynebacterium, enterococcus faecal, staphylococcus epidermis.